Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report an intermittent out of range signal that occurred on (B)(6) 2016. No injury or medical intervention was reported. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and passed. A global receiver functional test was performed and passed. The complaint of ntermittent out of range signal could not be confirmed. The root cause could not be determined post investigation